Manufacturer narrative:
One-unit model 5642 turnpike was returned to vsi for evaluation. A returned product evaluation was completed. The distal tip section of the catheter was severely damaged, and a portion of the tungsten tip material was missing. The catheter material near the separated tip was twisted and torn which is consistent with rotating against resistance. The most likely root cause is related to operational context and unintended user error.

Event description:
It was reported that the tip broke off in the coronary artery they were working on. The procedure was completed normally by placing stents. The tip was not removed from the body. It was stented over. There was no special procedure required from losing the tip. There was not vessel damage. No further complications were reported.